Manufacturer narrative:
Updated fields: b3, b4, b5, e1 (initial reporter name), g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected field: d8. A getinge field service engineer (fse) was dispatched to evaluate the unit. After on-site inspection, it was found that the noise came from the pump, similar to the sound of metal friction. After disassembling the shell for inspection, it was found that the pump assembly was newly replaced and there were no loose screws. However, due to the long service life of the machine, the sound insulation sponge and shock-absorbing pads were seriously aged. During the test movement, the pump was lifted up, and the vibration became stable and the noise became smaller. It was judged that the reason for the high noise of the equipment was that the shock-absorbing glue aged, causing the pump body and the shell to be close together. The customer can still check the results and then decide to purchase the sound insulation sponge and shock-absorbing glue for replacement and repair. The customer agreed with the inspection conclusion and decided to replace it by himself. The noise problem has been solved after the customer purchased and replaced the shock-absorbing rubber.

Event description:
It was reported that during use cs100 reported that intra-aortic balloon pump (iabp) that the equipment was making a lot of noise during operation. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs100 reported that intra-aortic balloon pump (iabp) that the equipment was making a lot of noise during operation.